Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the connector was detached from the fiber. Microscope inspection identified that the fiber tip was slightly degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Also, microscope inspection confirmed that the connector face had burn marks. The fiber had clear signs of usage. The console read that the fiber was used 5 previous times it is possible that the customer noticed the break when they went to use of a 6th time. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face and overheating the connector, thus, leading to the fiber connector and fiber body separation that was observed. Therefore, the reported event was confirmed.

Event description:
It was reported that, during preparation for procedure, while the fiber was still in the package, it was noted that the fiber connector fell off. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. Laboratory analysis of the returned fiber confirmed that the fiber body was broken.